Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspection shows a device which was returned deployed. The instrument was returned with an closed bracket and a broken and loose shaft. There were no manufacturing abnormalities found on the device. Functional evaluation revealed that the two step trigger performed as intended. The bracket could be opened /closed as specified. Caused of the broken shaft, the device could not be further functional tested. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) there may have been misalignment of the device (2) placing excessive force onto the shaft during use or needle removal. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the shaft of the firstpass st broke away from the handle. There was a backup device available to complete the procedure and no patient injury was reported.